Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. Since also no lot number was reported, the production documentation of the last three passeo-35 xeo lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
During a standard fistulagram procedure the passeo-35 xeo balloon was used to reopen the fistula. The balloon was inflated to near-burst pressure when it fractured circularly instead of longitudinal. Removal failed due to the rupture pattern, and during the attempt, the tip of the shaft broke off (2-3 cm). Once the balloon was finally withdrawn, surgery was required to cut open the fistula and remove the tip of the shaft.